Manufacturer narrative:
Method: actual device not evaluated. Results: no results available since no evaluation performed. Asp investigation summary: the investigation included a review of the batch history record, lot history, visual analysis, retains testing, supplier analysis and system risk analysis (sra). The batch history record was reviewed and no anomalies were identified with the processing of this batch that would have affected the functional specifications of the product. Lot history was reviewed from 08/20/2015 to 02/16/2016 and trending was not exceeded. Visual analysis was not performed as the product was not returned. Retains testing was not performed as this was not identified as a manufacturing or functional issue. The supplier evaluation was not performed as this was not identified as a manufacturing or functional issue. The sra was reviewed for exposure to biohazardous, pathogenic or infectious material and the risk was determined to be "low." Several attempts were made to follow-up with the customer regarding the status of the patients and were unsuccessful. The customer stated the endoscope is cleaned with enzyme-soaked mesh, 3m endozime, wiped externally, and then drawn with enzymatic detergent solution until it is clean. It is then put into an olympus automatic endoscope reprocessor (aer), model ore-aw. Cidex® opa solution is used in the aer and is then tested for the minimum effective concentration (mec) before running a cycle. The customer reported quality control testing is performed on the cidex® opa test strips, and they are stored in a box at 20 to 25° celsius. The assignable cause cannot be verified, however, it appears to be isolated to their aer as the customer later reported after replacing three filters in the aer, the issue has not reoccurred since. The customer stated they do not believe cidex® opa solution contributed to any of the events. Asp provided additional onsite training on proper cidex® opa usage and scope handling. The hospital also requested the scope manufacturer, olympus, to provide customer education and training on scope usage and handling. The issue will continue to be tracked and trended.

Manufacturer narrative:
(B)(4)

Event description:
A customer reported three of six patients who underwent a colonoscopy using the same colonoscope were diagnosed with colitis. The endoscope was processed in their automatic endoscopic reprocessor using cidex opa solution. They are unsure what caused the colitis. The symptoms experienced by the three patients were mucosal ulceration and pain. It is unknown what medications were given, if any, to treat the symptoms or whether the colitis resolved. However, it was reported the patients were discharged after the procedure. Their pre-cleaning methods and the type of aer used to process the colonoscope is unknown at this time. Advanced sterilization products (asp) has decided to report this incident as a serious injury as a precaution since cidex opa solution was used in the processing of the colonoscope. The three patients who did not have any reported symptoms or injury are being reported as a malfunction to the serious injuries. Asp will continue to follow-up with for further information. This is one of six 3500a reports being submitted for this event. Please reference manufacture report numbers: 2084725-2016-00084, 2084725-2016-00085, 2084725-2016-00086, 2084725-2016-00087, 2084725-2016-00088, 2084725-2016-00089.